Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional test including pressure test and clear passage test was performed with no issue noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set would not flow while being used with an unspecified pump. The pump displayed an alarm of downstream occlusion; described as ¿the smof tubing ringing downstream occlusion¿. As a result, the tubing was changed which caused the infusion to be delayed for 40 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.